Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. Reportedly, the insulin on board feature was not showing zero at the end of the set duration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: on investigation, the alleged insulin on board (iob) issue was not duplicated. The pump powered up and functioned properly. A rewind/load/prime sequence was completed without any alarms or unusual noise. Review of black box showed a bolus performed on the complaint date. The iob was set to ¿on¿ with a 3-hour duration. A test was performed on the iob feature with 10 units and a duration period of 3-hour. The iob feature was confirmed to function properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.